Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, brown particles, crease flat and broken shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening in the posterior side and broken striated in the posterior side with missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior side due to an unidentified (tear) opening. A striated opening on anterior side due to surgical damage. Reason for reoperation due to "implant failure." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported reason for removal due to patient concern with the product. Healthcare professional additionally reported rupture and "implant failure." Device has been explanted. This record is for the right side.